Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mrwj, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-aug-2018, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's physician put her system in 2014. They fell in 2017 and it broke and the lead came loose. The physician put another system in the right butt cheek and didn't remove the one on the left. The patient left their practice and went to another physician dr. (B)(6) because they wanted it all removed since the therapy wasn't helping their symptoms. The right stimulator and wire came out fine, but the doctor couldn't find the wire in the left butt cheek. The doctor put the patient under fluoroscope. The doctor said to remove the wire was out of their expertise and the patient would need to go to a neuro surgeon. The patient can't have an MRI done with the wire and had been in a car accident and needs an MRI. The patient is in a boat load of pain. Patient knows the car accident didn't cause the lead migration, said it just revealed it. Patient wants a neuro surgeon to remove the lead. Advised the patient a doctor listings that are familiar with the device and see if they could recommend a neuro surgeon. Sent patient doctor listings.